Event description:
Reported due to foot break found during device analysis. Report received from analysis of the perclose proglide device that the foot was broken off and not returned with the device. The physician attempted closure of arteriotomy site with the proglide device following an unk procedure. A cuff miss occurred and the device was removed from the groin. Hemostasis was achieved with a second proglide device. The patient did not experience any adverse events as a result of this incident. Although requested, no additional patient information was provided.

Manufacturer narrative:
The inspection of the returned device yielded the following observations: one-half (o.5) inch of suture was returned exposed at both needles slots with the needle tip. The plunger was returned with the anterior cuff attached to the link. The foot was broken and was not returned. A review of the device history record for this lot did not produce any findings relevant to this report. We were unable to establish a root cause based on the available information. This report represents all the information known by the reporter upon query by abbott personnel.